Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to a peri-prothestetic fracture of the femur after a fall. The accolade stem and head were revised, with no allegations against the head. Patient was revised to a restoration modular hip will dall-miles cables. Rep confirmed that no further information will be released by the hospital or surgeon.